Manufacturer narrative:
(B)(4): device not returned.three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batches included in this lot.

Event description:
It was reported that during an unknown procedure, it was difficult to introduce the echelon stapler in the trocar. The sleeve broke. One of the pieces could not be found despite exploration of the pleural cavity. Unknown how case was completed.

Manufacturer narrative:
(B)(4) information was not provided by the affiliate. Information anticipated, but unavailable at this time. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please define exploration of pleural cavity - was the patient opened to complete this exploration? What procedure was being performed? Were there any issues with the echelon device? Did the sleeve break during insertion of the device? Is there any intent to remove the pieces of the sleeve at a later date? Was the patient's post operative care altered as a result of the event? What is the patient's current status? Is the patient expected to have a full recovery? Patient's sex, age, and weight?

Manufacturer narrative:
(B)(4). Sleeve the device was returned with a hole on the sleeve of the device. In addition, there was a crack on the opposite side of the sleeve. On a separate bag, a piece of the material form the sleeve was returned, however, this piece would not completely close the hole on the sleeve. A test ec60 device was inserted on the device and no issues were noted. No conclusion could be reach on what could have caused the reported event, but it is possible that the damage could have been caused by introducing an object larger than the diameter of the sleeve. The batch record was reviewed and no anomalies were noted during the manufacturing process.